Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred and the patient died. Intervention procedure was performed involving a 185cm str, pt²¿ guide wire. During use of the device, the wire was broken. It was reported that the patient expired.